Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was over 600 mg/dl. Customer administered a manual injection to address bg. Additionally; it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue.